Manufacturer narrative:
Additional device product codes: kwq, nkg. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n: 314.467, lot number: h430442) was received at us cq. Upon visual inspection, it was observed that the device was not bent, but the tip threads were twisted. No other issues were identified with the returned components of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: the relevant document(s) were reviewed: no design issues or discrepancies were identified. Investigation conclusion: this complaint was confirmed as it was observed that the device was not bent, but the tip threads were twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number: 314.467, synthes lot number: h430442, supplier lot number: n/a, release to warehouse date: 15dec2017, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the stardrive screwdriver shaft t8 105mm was bent. There was no known patient or hospital involvement. During manufacturer's investigation of the returned device it was observed that the device was not bent, but the tip threads were twisted. This product condition was re-evaluated and determined to be reportable on (B)(6) 2020. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).